Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. Although padding was applied, it is concluded that the injury occurred due to body to bore wall contact. It was reported that, due to the size of the patient, his hands were pressed to the bore wall. Contributing factors identified in this case are: the patient was obese and hypertensive. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 3.0t mr system. A patient was scanned for an MRI examination. After the examination a blister was observed on the patient's right arm.